Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call battery out limit alarm on the insulin pump. Customer's blood glucose level was 345 mg/dl. Troubleshooting for battery out limit alarm was performed. Customer replaced the insulin pump with a new battery and the alarm recurred. Troubleshooting was unable to resolve the issue as the issue recurred during normal use. The insulin pump will not be returned for analysis.